Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range right atrial pacing impedance measurements shortly after implant. X-ray imaging was completed. Technical services (ts) advised there was not a clear pin insertion issue. Ts advised there was no capture at maximum outputs. Thresholds were high and p-wave amplitudes had dropped. Ts suggested the patient will likely need a revision procedure completed. Additional information has been requested but was not provided at this time. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.